Event description:
Customer reported an issue with the v-series monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit / corrections included replacement of the units vps module.